Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information, the patient had facial nerve stimulation on all channels. Additionally channels 9 to 12 were found to be out of cochlea since implantation. Following an appointment on (B)(6) 2016, the patient is no longer having facial stimulation after the last mapping session. The concerned device remains implanted and in use.

Event description:
A facial stimulation was noted on all electrode channels. Programming was attempted but with limited success; on some channels facial stimulation was not resolved and/or the patient was not able to have loudness growth. Additionally channels 9 to 12 were found to be out of cochlea.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A facial stimulation was noted on all electrode channels. Programming was attempted but with limited success; on some channels facial stimulation was not resolved and/or the patient was not able to have loudness growth.